Event description:
It was reported that the insulin pump emitted a constant tone. Troubleshooting was performed, but the constant tone could not be alleviated. Nothing further was reported.

Manufacturer narrative:
The insulin pump emitted a constant tone and the display was blank due to a cracked capacitor on the interface board.